Event description:
It was reported that pressure rated ext set bonded ss 8.5 had flow issues and occlusions. The following information was provided by the initial reporter: material #: 22003e-07 batch/ lot #: 20109564. It was reported that even though IV is patent and appropriately placed, this item is not allowing blood to be drawn or fluids/medications to be flushed through it. Verbatim: when attached to IV it does not allow any blood to be drawn or fluids/medications to be flushed through it, even though IV is patent and appropriately placed.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that even though IV is patent and appropriately placed, this item is not allowing blood to be drawn or fluids/medications to be flushed through it could not be verified due to the product not being returned for failure investigation. A device history record review for model 22003e - 07 lot number 20109564 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pressure rated ext set bonded ss 8.5 had flow issues and occlusions. The following information was provided by the initial reporter: material #: 22003e-07 batch/ lot #: 20109564. It was reported that even though IV is patent and appropriately placed, this item is not allowing blood to be drawn or fluids/medications to be flushed through it. Verbatim: when attached to IV it does not allow any blood to be drawn or fluids/medications to be flushed through it, even though IV is patent and appropriately placed.